Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured 17 cm from the terminal pin. Detailed analysis of the fracture site determined the conductor coil was likely fractured due to cyclic fatigue. Insulation damage, believed to be due to explant, was also noted.

Event description:
This report is being fled to submit the results of device analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to lead body and insulation damage. No additional adverse patient effects were reported.